Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Muslce pain [muscle pain] . Polyarthromyalgia [arthromyalgia] . Headaches [headache] . Dry mouth [dry mouth] . Dry eyes [dry eyes] . Vaginal dryness, [vaginal dryness] . Intense fatigue [fatigue] . Depression [depression] . Heavy legs [heaviness in limbs] . Urinary discomfort [urination pain] . Difficulty sleeping [difficulty sleeping] peripheral arthralgia of no cause found by the rheumatologist [arthralgia] . Case narrative: the below report was received by health authority ansm (reference number:(B)(4)) on 03-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), myalgia ("muslce pain"), arthromyalgia ("polyarthromyalgia"), headache ("headaches"), dry mouth ("dry mouth"), dry eye ("dry eyes"), vulvovaginal dryness ("vaginal dryness,"), fatigue ("intense fatigue"), depression ("depression"), limb discomfort ("heavy legs"), dysuria ("urinary discomfort"), insomnia ("difficulty sleeping") and arthralgia ("peripheral arthralgia of no cause found by the rheumatologist"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2026. At the time of the report, the outcomes for these events were unknown. The reporter considered arthromyalgia, arthralgia, depression, dry eye, dry mouth, dysuria, fatigue, headache, insomnia, limb discomfort, myalgia, pelvic pain and vulvovaginal dryness to be related to essure administration. The reporter commented: over 15 years of medical wandering in search of the cause of the pain and suffering. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Abdominal x-ray] (dates unknown): fully extended on the right, forming a loop on the left; the two spaced 4 cm apart. And confirming complete removal of the implants. [Magnetic resonance imaging] (date unknown): on the right, the implant is well-aligned and distal; on the left, it is probably distal and looped, suggesting that the tube is likely adherent, with pelvic pain on that side for several months, radiating to the lower back. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.